Event description:
It was reported to the aci clinical specialist that a (B)(6) female patient with a history of hypertension and hyperlipidemia underwent a diagnostic coronary catheterization procedure on (B)(6) 2011. Access was obtained at the left common femoral artery via a 6f procedural sheath. A pre-procedural femoral angiogram revealed the artery to be approximately 6 mm. Following the procedure, the physician who is a trained user of the mynx, used the device for femoral arterial closure. There were no reported complications during the procedure or closure. Hemostasis was successfully achieved with the mynx. Three days post procedure, the patient presented back to the hospital due to pain at the access site. The physician performed a duplex ultrasound which revealed a filling defect in the distal right common femoral artery extending into the superficial artery. It was reported that the filling defect was not totally occlusive but significantly reduced the flow. It was also reported that there was a doubling of flow distal to the access site. The patient was taken to the operating room (or) where the physician surgically removed alleged polyethylene glycol (peg) from the artery. The patient was given both oral and intravenous antibiotics (unknown name) and was discharged to home on(B)(6) 2011. No further information was provided.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the cause of the reported event could not be determined. The review of the lhr (lot f1112503) did not exhibit any issue that suggests the device may have caused or contributed to the reported incident.